Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 109 mg/dl. The customer stated that they also had issues regarding their keypad not functioning correctly. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button dome switch. No button error alarm during testing noted. The device had cracked battery tube threads, reservoir tube lip, minor scratched display window, and missing end cap sticker.